Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger, h3: analysis of the wireless recharger (s/n: (B)(6) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had recharger-scrolling battery lights. Their recharger is not charging anymore. Patient stated the green light on the charging dock is constantly scrolling up and down. Patient confirmed the issue started about 3 days ago. Patient reports they lost the charging cord as well as the communicator and handset cord so they are using their own. Patient also states when they aren't using the recharger they store it in the case vs. The charging dock. Agent recommended keeping charging on charging dock when not in use and using the appropriate charging cords. An email was sent to the repair department to replace the device as well as replace the charging cords.